Event description:
Rptr had 3 shots of product. In about 2 weeks rptr began to experience weakness of muscles and joints. The product was injected in the right knee. Rptr also has numbness of fingers which awakens them up at night multiple times. Also feels a sensation of sticking needles in their fingers at night. Rptr also is having trouble getting out of bed and feels crippled. Dr told rptr they were the first pt that had a reaction. Rptr has had to have more steroids since injection of product.